Manufacturer narrative:
Pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test due to blank display. Pump received with cracked battery tube threads, broken reservoir tube lip, cracked case display window corner and cracked display window. Motor passed motor test.

Event description:
The customer reported via phone call that they fell on landed on the insulin pump and had crack on the insulin pump and has been experiencing multiple motor error alarms. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting. Customer stated that the insulin pump had crack and stretches from the reservoir to the rubber of the keypad and then to the frame of the screen. Customer reports the drive support cap appears normal. Customer states that the insulin pump has not been exposed to high magnetic fields. Customer was unable to clear the alarm. Customer was able to complete insulin pump rewind. The insulin pump will be returned for analysis.